Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements that remained within normal limits. The rv lead is expected to be continuously used until the lead exceeds normal limits. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the shock impedance measurements continued a gradual rise and became out of range. No adverse patient effects were reported. This rv lead remains in service.